Event description:
It was reported that black liquid leaked from the battery of the unit. The surgeon used a spare unit instead of it.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.